Event description:
The customer contact reported the device delivered more medication than intended. The customer contact reported that the nurse noticed that the infusion was completed 5 or 6 hours sooner than expected. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient event or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.